Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the core power tray (ipd) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive the ipd involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, non-recoverable error 86 occurred on the system. The intuitive surgical, inc. (Isi) technical support engineer confirmed the error 86 occurrence on the vision side cart (vsc). The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the ports were placed when the issue occurred. The customer did check the system upon powering on and identified fault 23081. The customer was able to recover from the unrelated fault and continue the procedure. The customer was unable to confirm if the ports were enlarged or if additional ports were placed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The power tray assembly was installed and tested on the in-house system and passed normal mode. There was no errors and failures after twelve power cycles. There was no issue after four hours idling in normal mode. The power supply voltage passed. Voltage and current, temperature sensors, and fan speed sensors and all passed with normal range. However, errors were intermittently occurring in the logs.